Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. Multiple attempts were made to retrieve the repair information; however, no response was received. The gas delivery system (gds) was returned for failure investigation. Visual inspection of the gds revealed that the data acquisition (da) pcba and oxygen solenoid valve will be installed to the gas delivery system (gds) assembly. There was no evidence of damage or contamination. The gds was tested and it was found that the defective u1 on the air flow sensor pcba created the air flow accuracy test to fail.

Event description:
It was reported that a v60 ventilator failed the air flow accuracy of the performance verification testing (pvt). Reportedly, when the ventilator was set to 120 lmp, a certifier measured 175 lmp. The ventilator was not in use on a patient at the time of the reported event.